Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Results of investigation: per complaint details from germany, this case reports when milling during a cori assisted tka surgery, the suction attachment from the real intelligence robotic drill guard broke off. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed beyond the issue reported. The real intelligence robotic drill guard, part number rob10016 (germany), used for treatment was discarded at the clinic; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be established. While all products meet required manufacturing specifications prior to release, a serial number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints found similar events. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been associated with an incomplete weld around the perimeter of the irrigation tube. Since there is no serial number available, a CAPA, hhe, field action review could not be performed. Refer to the product instructions for use "recovery procedure guidelines" table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, when milling during a cori assisted tka surgery, the suction attachment from the real intelligence robotic drill guard broke off. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed beyond the issue reported.

Manufacturer narrative:
Internal complaint reference case- (B)(4).